Manufacturer narrative:
Received one used list #142730490 plum 150 ml burette set with no damage or visual anomalies noted. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was run. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions were noted. The set then underwent leak testing per specifications. No leaks were observed. Additionally, the stack height of each corner of the cassette was measured, all corners fell within specification. The complaint of cassette test failure cannot be replicated or confirmed. Lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received. E1 - (B)(6).

Event description:
The event involved a plum set where the customer reported ""cassette test failure." The healthcare provider replaced 2 pumps, but issue remained, however, when the set was replaced, no error code appeared. There was patient involvement and no patient harm.